Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced muscle spasms. The device was turned off and the symptoms have since subsided. The patient does not plan to re-activate the device and there have been no reports of further complications regarding this event.